Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pusher assembly was fractured, and the pull wire was retracted out of the pusher assembly distal tip. If the pull wire is retracted from the pusher assembly distal tip, the embolization coil will detach. Based on the reported event, the root cause of the pusher assembly fracture could not be determined. Further evaluation revealed pusher assembly kinks, and offset coil winds. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the right carotid artery using pod packing coils (pod pc), a velocity delivery microcatheter (velocity), and a guidewire. During the procedure, while advancing a pod pc through the velocity, the pod pc unintentionally detached within the microcatheter. Therefore, the velocity containing the detached pod pc was removed from the patient. The procedure was completed using a new pod pc and the same velocity. There was no report of an adverse effect to the patient.